Event description:
The electronic gas blender module reportedly did not allow gas to flow from the console during cardiopulmonary bypass surgery. There was no pt injury as a consequence of this event.